Event description:
It was reported that a patient underwent a total knee repair procedure on an unknown date and topical skin adhesive was used. The patient developed extreme blistering post operatively. The patient was sent to a dermatologist for evaluation. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.